Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise, oversensing, and an inappropriate shock. Technical services (ts) discussed and recommended troubleshooting efforts. It was also discussed that the earlier episodes appear to be seal plug damage. Reprogramming efforts were performed. No additional adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
The evaluation methods codes were updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise, oversensing, and an inappropriate shock. Technical services (ts) discussed and recommended troubleshooting efforts. It was also discussed that the earlier episodes appear to be seal plug damage. Reprogramming efforts were performed. No additional adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
Explanted performed. The evaluation methods codes were updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise, oversensing, and an inappropriate shock. Technical services (ts) discussed and recommended troubleshooting efforts. It was also discussed that the earlier episodes appear to be seal plug damage. Reprogramming efforts were performed. Subsequently a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise, oversensing, and an inappropriate shock. Technical services (ts) discussed and recommended troubleshooting efforts. It was also discussed that the earlier episodes appear to be seal plug damage. Reprogramming efforts were performed. Subsequently a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body in the regions approximately 2.5 centimeters (cm) from the terminal pin. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured from the terminal end. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture. Explanted performed. The evaluation methods codes were updated.